Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the malposition of the aortic body with renal occlusion is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the malposition of the aortic body with renal occlusion is anatomy related due to the severe aortic angulation and funnel shaped neck. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was noted that the patient presented with a short angled aortic neck that was funnel in shape. It was reported that when the proximal fixation opened the physician pushed up on the delivery system to balloon the ring; however, the rings pushed up, covered the right renal artery and partially covered the left. The physician was able to stent the left renal but the graft slipped into the renal artery more than planned. The physician was unable to advance a second renal stent. The patient is stable and producing urine when he left the operating room and currently being monitored while additional intervention is being discussed.